Event description:
It was reported that the procedure was to treat a mildly calcified proximal circumflex artery. A 2.75 x 33 mm xience xpedition stent delivery system was advanced to the lesion and during inflation the pressure would not increase as usual and the physician noted a leak near the hub. The physician was able to reduce the leaking and was able to inflate the balloon to 16 atmospheres and deploy the stent. A non-abbott 3.0 x 9 mm balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft leak and inflation issue were confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: traverse; guide catheter: ebu 3.75. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.